Manufacturer narrative:
No additional diagnostic/functional testing was performed by philips. The customer indicated that the speaker was defective and a replacement needed to be ordered. The issue is considered confirmed. The customer ordered a replacement speaker to resolve the issue. The customer has assumed the repair responsibility.

Event description:
Philips received a complaint on the patient monitor efficia cm10 that the audio failed and the monitor displayed an audio failed error. The device was no in clinical use at the time of the issue. No adverse event was reported.